Event description:
It was reported that the patient received an appropriate shock but a care alert did not trigger. The clinician believed the alert was set up, but it was determined that the alert for number of shocks delivered had not been programmed on. The clinician believed this was wrong. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.